Event description:
The customer reported that the system displayed a saturation fault error message intermittently when fluoroing. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the xray tube, 225 vdc battery pack, (B) (4), and generator driver pcb. The intermittent overload and saturation faults still occur at high technique (90-120 kvp, 2.9 mas). The customer replaced a high voltage tank. The ge oec fse attempted a generator calibration, overload fault occurred. The customer replaced high voltage cable harness, insulating material under high voltage storage capacitor and adjusted it to insulate the entire capacitor. The found sheared screw attaching xray regulator to chassis ground, re-established ground connection. He performed a generator calibration. The system is operating as intended.